Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the green caps of an unspecified quantity of amia automated pd set with cassettes would "fall off" the patient line. It was further reported, the patient line caps would be found either in the bag separated from the patient line or would fall off on their own when setting up for therapy and would discontinue use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.